Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose level at was ¿high¿ on their cgm. The customer treated elevated bg with a correction bolus via pump. A replacement pump was sent to the customer.